Event description:
(B)(4). My device was provided by my insurer and I am allergic to aspirin. After having the device implanted I begin to have migraines, blurred vision, pelvic pain, and sharp pains in right tube if I move to fast. I have been to ER for pelvic pain. I have also been to neurologist for migraines and been prescribed glasses for stigmatism.